Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The reported blood glucose value was 443 mg/dl.the blood glucose had been high for three to four hours. The treatment for the high blood glucose was a bolus on the pump and a manual injection. No further information available.